Event description:
It was reported that shaft break occurred. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. A 4.00 x 38mm synergy xd drug-eluting stent was advanced; however, during insertion, the stent flared at the end. The device was removed from the patient intact. A 4.00 x 32mm synergy xd drug-eluting stent was advanced; however, during insertion, the shaft broke in half. The device was removed, and another synergy stent was used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.